Manufacturer narrative:
Additional information was received that the reason for the ipg explant was because patient's ipg was old and needed upgrade.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the patient's ipg was no longer optimal and depleted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the patient's ipg was no longer optimal and depleted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the patient's ipg was no longer optimal and depleted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to the fu#1 MDR in field. Should have been: additional information was received that the patient charging issue was due to the ipg being old. The patient underwent an ipg replacement procedure where the ipg was upgraded. The patient was doing well post operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Correction to the fu#2 in field. The fu#2 MDR was sent in error and should not have been submitted.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the patient's ipg was no longer optimal and depleted. The patient will undergo an ipg replacement procedure.